Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported that the insulin pump was not correctly displaying the rewind history. Customer stated that the last two rewind histories were not being displayed. Customer stated that the time and date of the reservoir being replaced was not recorded. Customer also stated that the status screen was not showing him the correct reservoir started date. Troubleshooting showed that the customer was releasing the act button before the insulin pump could record the data. Blood glucose level was 115 mg/dl at the time of the call. No further information was provided.